Event description:
On (B)(6) 2010, a pt was having a c-spine exam on the hitachi oasis MRI system. After only 5 minutes in the scanner, the pt complained of burning sensation at the area of a tattoo located on the lateral aspect of her left calf. The exam was terminated and the pt was promptly removed from the MRI. The burning sensation subsided, however, the tattoo has a raised appearance. The tattoo was described as a very dark tattoo which has been on the pt for approx 8 years. The legs were exposed, free of clothing, not crossed and no cables were near the legs. The pt did not have an ankle bracelet or any other jewelry. The pt was sent to the emergency room for examination. The pt was treated and released from the ER. The ER treated her with ice and suggested she follow up with her family doctor. The site checked the patient's status on (B)(6). The pt indicated to her that the swelling subsided and there was no residual burning sensation. The pt did not state that she saw her family doctor. There is no report that the oasis system malfunctioned.

Manufacturer narrative:
The oasis is a 1.2 tesla open magnet. The patient's legs were outside the scanner and were not in direct contact with the transmitter or receiver coils. There was no report that the legs were crossed to form a conductive loop. The burning sensation was limited to the tattoo area. Tattoos are a known risk factor for rf tissue heating and are included on the site's pt screening form. The site followed proper procedure by removing the pt from the system after they became aware of the patient's complaint. Because there was no indication of a system malfunction, only a general performance test was done on the oasis to confirm normal operation. This test included the c-spine receiver coil used on the pt exam. The test results were normal. A follow up indicated that the pt had two tattoos, and the one affected was homemade. The other was professionally done and did not cause any sensation.